Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was an attempted implant. During the procedure, it was noted that high pacing thresholds were not appropriate. As a result, the lead was repositioned multiple times, and the helix became stuck and could not be extended. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.